Manufacturer narrative:
Batch review performed on 17 august 2018. Lot 123411: (B)(4) items manufactured and released on 24 october 2012. Expiration date: 2017-09-30 no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to signs of infection 5 years and 7 months after primary. Pathogen not available. The surgeon revised the liner. The surgery was completed successfully.